Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(4) 2016 for further investigation. During the investigation the fse adjusted the impasse from 306 to 147. The fse ran total t3 cups and the run was completed without any errors. Instrument is functioning as intended and was released. No further action required by the fse. The most probable cause of the reported event was due to impasse out of adjustment. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2016 the customer reported intermittent sc flags on their aia-360 instrument. Customer informed the technical support group (tsg) that they performed multiple daily checks before they were able to get the procedure to complete without any errors. The reported error continued to occur on patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog ii, e2 and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.